Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient on (B)(6) 2026. The patient reported that the cause of the pulsing, pain, and shocking from the implantable neurostimulator (ins) was determined. The pain was coming from the device. They reported that what most likely caused or contributed to this issue was unknown. They reported that steps taken to resolve the issue included that they turned off the device, contacted the manufacturer, and made an appointment with the urologist from the physician listing. They reported that the issue had not yet been resolved. They would have an appointment in early march.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that patient was experiencing pulsing, pain and shocking from the ins. They reported this sensation was moving around. Patient turned the stimulation off and then turned it back on and saw a por message. Patient said just before the device started to shock them they felt a tug then it was painful. Patient reached out to a healthcare provider (hcp) to further address the issue.